Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
On (B)(6) 2013, while testing equipment a company representative noticed his zipfix tensioner was not functioning properly. The lever squeezed to apply tension was not functioning. The lever would not stay down or up to give or release tension. This incident was not during a procedure and there was no patient involvement.

Manufacturer narrative:
The instrument returned was found not to function as per intent. The trigger lever could only be activated with much higher force to apply tension to the inserted implant. After the trigger was released the trigger did not return to its forward position. The investigation showed that some components have screech marks and some severe fretting between them. The fretting prevents the user from working with the instrument. It is also noted that the instrument must not have been always lubricated as per the instruction from the manufacturer. After the instrument was lubricated as per the instructions the instrument function was restored. The design and/or component surface finishes did not contribute to the device malfunction. The lever is easily movable, without any resistance. Different stress marks at the movable parts are visible. The performed function test from pd has shown that this device is functional as required after lubrication. The complained malfunction can not be reproduced anymore as this device is now easily movable. There are stress marks visible at some of the movable parts, this is an indication that this application instrument was not lubricated and did run dry, which can finally cause stiffness by too high friction between the components.